Event description:
It was reported that a patient, underwent a procedure with a smart touch bidirectional and a force issue device malfunction occurred. There was no patient consequence. This event was originally considered non-reportable, however, bwi failure analysis lab received the device for evaluation and found that electrode #2 was lifted with white material underneath on (B)(6) 2014 and have reassessed the event as reportable.

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent a procedure with a smart touch bidirectional and a force issue device malfunction occurred. The bwi failure analysis laboratory received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found that electrode 2 was damaged and had some white particle underneath. This condition was not originally reported on the complaint. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particle is composed of polyethylene and barium sulfate. It is unknown how the electrode was damaged and the origin of the foreign material. Then per the reported event, the catheter was tested for screening test and catheter failed. Further examination showed that the force sensor was within specifications. According to the screening test results and the force sensor readings, the improper condition was attributed to a potential pc board issue. A complaint investigation report was created to address this. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage electrodes from leaving the facility. The reported customer complaint has been verified.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).